Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that stimulation was not felt/stimulation stopped coming and the pain appeared. There were no known environmental, external, and patient factors that may have caused the event. The situation could not be confirmed because they were not present when the call came in. It was unknown if the issue was resolved at the time of the report. The patient outcome was health damage. The patient injury details noted that there was pain so an ambulance was called. They were not present at the time of the call, so the outcome could not be confirmed.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.